Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in either position. Internal inspection: after dismantling of the valve, no deposits were found in. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. The product operated within all specification. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The investigation of the valve has been completed.

Event description:
It was reported that a gav 2.0 (#: fx210t) was implanted during a procedure. According to the complainant, the valve was not functioning as intended. The patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same patient as medwatch#: 3004721439-2025-00334.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.